Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse found the unit unplugged and there were no batteries inside. The fse turned on the unit and installed batteries. The unit went into rescue mode and then turned off. The fse checked the error logs on (B)(6) 2022 and the incident was found at 1530 hours. The fse replaced the power management board due to found evidence of moisture. The fse restarted the unit and the unit was functioning with no issues. The unit charged the batteries and the unit would remain on when unplugged. Both batteries were able to be fully charged. The fse ran a battery test for 60 minutes on both batteries and the unit passed. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an unspecified failure. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4,d9, e1(site country), g3, g6, g7, h2, h4, h6 ( investigation findings, component codes, investigation conclusion), h10, h11. Corrected fields: h6(health effect ¿ clinical code).